Event description:
It was reported that the patient fell into a coma after the operation and has not woken up yet. The issue has been resolved at the time of this report. Additional information was received stating that the cause of the coma was not determined. It was unknown if the coma was resolved or if it was related to the deep brain stimulation (dbs) device, therapy, or implant procedure. Additional information was received stating that the operation was for the implantation of the deep brain stimulation (dbs) equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no intracranial bleeding in the patient, but the place of bleeding was the epidural frontal lobe. There was no clear bleeding point, so the doctor considered the possibility of bleeding. The doctors did not know which dbs device was related to the post-op hemorrhage. The hemorrhage occurred post-operation. The doctors did not know if the post-op hemorrhage and coma were related to the device, therapy, and/or implant procedure. The patient was provided ICU treatment for the post-op hemorrhage. They passed away on (B)(6) 2024 in a medical facility. The patient did not undergo an autopsy and no toxicology report was filed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was unknown what actions were taken to resolve the issue. The patient passed away currently. The cause of death was postoperative hemorrhage and coma.